Event description:
During a procedure one of the fenestrated grasper tip jaw break and fell into pt. The tip was retrieved. There was delaying in the procedure for the retrieval of the tip. There was no permanent harm to the pt.